Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the ok button stopped working this evening. The patient stated that there is no visible damage to the keypad and the pump is regularly exposed to moisture.